Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgical procedure. Surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced thus resolving the issue.